Event description:
Pediatric pt complained of pain during his 5-7 day session. Upon removal of the sensor, pus drained from the insertion site. Pt's mother was able to squeeze "quite a bit of off-white, creamy substance" from the site. Pt's mother believed pt had a (B) (6) infection and took him to his physician. Pt's physician prescribed septra antibiotic. Pt's mother reported that pt is susceptible to infections and has had them in the past. Pt's mother waited over two weeks to contact dexcom technical support because, she "didn't think this was a big deal." Pt's mother reported the site was doing fine and appeared to be healing well.

Manufacturer narrative:
Pt's mother discarded the sensor following removal from pt's arm. No lot or serial # info was made available to dexcom.